Event description:
It was reported the rigid video scope had an image that flickers in green. The issue occurred during a bile duct or a hernia procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section is cracked based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had an image that flickers in green. The issue occurred during a bile duct or a hernia procedure. The procedure was completed using a similar device. There were no reports of patient harm.